Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device due to interaction with the anatomy appears to be related to patient morphology/pathology, as the pre-existing flail likely contributed to the clip becoming caught. The reported tissue damage was likely a result of the clip becoming caught in the chordae, and therefore due to procedural conditions. While a cause for the pericardial effusion could not be identified, the reported hypotension was likely a symptom/secondary effect of the effusion. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is being filed to report that the clip got caught on the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed twice; however due to a pre-existing flail the leaflets were released from the grippers to reposition the clip. When bringing the cds back in the left atrium, the clip got caught on the chordae the clip was removed from chordae and a pericardial effusion was noted. The patient experienced hypotension and medication was administered for treatment. Pericardiocentesis (pericardial tap) was performed to drain the effusion however bleeding continued and the devices were removed from the anatomy. Upon removal of the cds, tissue was noted on the gripper arms of the clip; it could not be determined if the tissue was from the leaflets or from the chordae. No clips were implanted, mr remained at 4. Surgical procedure was performed for treatment of the effusion and mitral valve replacement was performed. The patient is stable. No additional information was provided.